Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the following led to the malfunction: conduction failure caused by fluid invasion on the subject device, dirty electrical contacts of connector, and/or breakage of image sensor unit. The following is included in the instructions for use: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon evaluation the following was noted; the bending section cover was stretched, the bending section cover adhesive had a chip, lifting and scratches, the forceps passage channel had a heavy leak and tears, the brush passage was restricted, there was no image with an error code b30 due to fluid invasion in the body control unit and scope connector, the bending section failed the electrical continuity (test), the insertion tube had scratches and dents, the control body adhesive had corrosion, the scope connector adhesive had corrosion, and the angulation in the up direction was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the bronchovideoscope had a scope communication error code and held water during reprocessing. The issue occurred during preparation for use in a diagnostic bronchoscopy. There were no reports of patient harm. There was no delay in procedure and the procedure was completed with a similar device.